Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found the device in backup vvi. The device was tested on the bench and the image indicates por occurred post explant.

Event description:
This report is to advise of an event observed during analysis.